Manufacturer narrative:
H.6. Investigation summary: 69 loose 10ml syringes were received in twenty-five separate zip-lock bags. Three out of the twenty-five bags had multiple potential batch number written on them, indicating loss of batch traceability. Twenty-two bags were identified by a single batch number. The samples were visually evaluated. Bags 2, 3, 6, 9, 10, 11, 12, 14, 16, 17, 21 and 25 were from batch 9092595. Four syringes had collar damage with a small portion of plastic protruding outwards. Two syringes had damage present under and on the flange with deformations in the barrel and a small puncture hole. One syringe had a small nick in the middle of the barrel outside the grad lines. Nine syringes had the stopper jammed between the plunger rod and barrel. Seven syringes had black embedded foreign matter present on the plunger rods in various locations and one syringe had them in the tip, collar, and flange. The foreign matter appeared to be burnt plastic with the eight syringes containing at least one particle larger than level 3 in size. The plunger rods were from mold c-199 cavity 3, 14, 17, 22, 27, 38 and 63. The barrel was from mold c-10 cavity 51. One syringe had a damaged plunger rod that had the appearance of shaved plastic on two of the ribs. Two syringes had skewed scales, one of which has missing print above the 6ml marking. Twenty syringes were in an opened tray with a piece of torn top web inside. Two syringes had the incorrect tip configuration for the batch number listed. Bags 7, 15, 18 and 23 were from batch 9150945. One syringe had the stopper jammed between the plunger rod and barrel wall. Two syringes had damaged plunger rods with one having a broken thumb rest and two damaged ribs that had the appearance of shaved plastic, and one had a cracked rib with a small deformation at the bottom of the barrel. One syringe had black and brown embedded foreign matter particles present on the plunger rod at the top, bottom, and in the thumb rest. The embedded foreign matter appeared to be burnt plastic with multiple particles larger than level 3 in size. The plunger rod was from mold c-199 cavity 2. - bags 1, 4, 5, 13 and 22 were from batch 9092591. Five syringe had collar damage with a small portion of plastic protruding outwards. One syringe contained a stopper with excess material. Two syringes had brown embedded foreign matter particles at the top of the barrel and in the flange. The foreign matter appeared to be burnt plastic with each syringe containing at least one particle larger than level 3 in size. Bag 13 was from batch 9092586. One syringe had a portion of the thumb rest broken off. One syringe had damaged at the collar that extended into the bottom of the barrel with a visible hole and a bent flange and bent flange and thumb rest. One syringe had brown embedded foreign matter particles at the ¿10¿ and in the flange. The particles appeared to be burnt plastic with at least two larger than level 3 in size. The barrel was from mold c-08 cavity 43. Bag 8 was from batch 8183549. One syringe had a portion of the thumb rest broken off. One tray label confirmed to be from batch 8183549 was also inside the bag.bag 19 was from batch 9092591, 9150945, 9092595 or 9092586. One syringe had a stopper jammed between the plunger rod and barrel wall. One syringe had a stopper not fully secure to the plunger rod. Bag 20 was from batch 9092591, 9092593 or 9092595. Two syringes had collar damage with a portion of the plastic protruding outwards. Bag 24 was from batch 9150945 or 9092595. One syringe had a damaged plunger rod with the appearance of shaved plastic on two of the ribs. One syringe had a single black embedded foreign matter particle outside the grad lines at the 7ml marking and several smaller particles at the top of the barrel and in the flange. The particles appeared to be burnt plastic with at least one larger than level 3 in size. The barrel was from mold c204 cavity 4. All samples received were rejectable per applicable product specification. The label from batch 8183549 was manufactured in july 2018, prior to the october 2018 UDI implementation to include the 2d barcode and expiration date. The label was in compliance with the requirements at the time of manufacture. Additionally, the products have a 5-year expiration window. Batch 8183549 expires 6/30/2023. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Potential root cause for the jammed and insecure stoppers, and damaged barrels and plunger rods, defects are associated with the assembly process. Potential root cause for the loose foreign matter defect is associated with the packaging process. Potential root cause for the excess stopper material is associated with defective material from the supplier. Potential root cause for the mixed product defect is associated with the material handling process. During the assembly of the luer-lok barrels, slip tip barrels were being packaged on the same line. It is possible both products were staged in the same area and some slip tip barrels were inadvertently mixed into the luer-lok cart. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective action: no corrective actions are necessary based on the defective rate identified. Batches 9092595, 9150945, 9092591 and 8183549 is considered in compliance with our product specification requirements. For the mixed product defect, the material handling process will be reviewed to improve product containment by 5/15/2020. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that several issues were found with the bd syringe luer-lok¿ tips before use. In lot# 9092591, 2 syringes had damaged hubs, 6 syringes had barrel issues, 2 syringes had broken plunger rods, and 2 syringes had foreign matter in them. In lot# 9092595,5 syringes had cracked luer tips, 12 syringes had barrel issues, 12 syringes had broken plunger rods, 1 syringe had an incorrect needle length, 1 syringe had scale marking issues, and 1 syringe had foreign ink the plunger. In lot# 9150945, 4 syringes had a broken plunger rod, 3 syringes had a barrel issue, and 1 syringe had foreign ink on the plunger. In lot# 9092586, 2 syringes had broken plunger rods. And in an unspecified lot, 4 syringes had barrel issues, and 9 syringes had broken plunger rods. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have about 40+ complaints at my desk of dirty syringes, syringes with damaged stoppers or plungers, foreign objects found in the syringe box, etc."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9092591. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-02. Medical device lot #: 9092595. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-02. Medical device lot #: 9150945. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 9092586. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-02. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several issues were found with the bd syringe luer-lok¿ tips before use. In lot# 9092591, 2 syringes had damaged hubs, 6 syringes had barrel issues, 2 syringes had broken plunger rods, and 2 syringes had foreign matter in them. In lot# 9092595,5 syringes had cracked luer tips, 12 syringes had barrel issues, 12 syringes had broken plunger rods, 1 syringe had an incorrect needle length, 1 syringe had scale marking issues, and 1 syringe had foreign ink the plunger. In lot# 9150945, 4 syringes had a broken plunger rod, 3 syringes had a barrel issue, and 1 syringe had foreign ink on the plunger. In lot# 9092586, 2 syringes had broken plunger rods. And in an unspecified lot, 4 syringes had barrel issues, and 9 syringes had broken plunger rods. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have about 40+ complaints at my desk of dirty syringes, syringes with damaged stoppers or plungers, foreign objects found in the syringe box, etc."